Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or deficiencies were observed that would contribute to the cannula dislodging or an adhesive failure. A root cause for the reported dislodged cannula and adhesive failure could not be determined. The exposed portion of the soft cannula was observed to be kinked. Despite this damage, fluid was still able to travel the complete fluid path. The exact timing and cause of this damage could not be determined. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No leaks were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.5 cloud - smartphone operating system 18.1 cloud - smartphone hardware iphone17.1 cloud - cgm sensor type g6

Event description:
It was reported the patient's blood glucose levels (bg) rose to over 250 mg/dl, while wearing the pod between 24 and 36 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment, the patient changed out the pod. The pod was leaking.